Event description:
Additional information was received from a manufacturer representative that reported that there was another alleged overdischarge. Communication could not be established with any external device. The patient¿s last successful recharge was the last time that they met with the manufacturer representative to do a physician mode recharge ((B)(6) 2016). The pocket site was not properly aligned with the belt and charging was difficult. The patient went in to have the pocket site revised, but the health care provider decided just to replace the implantable neurostimulator since it was the patient¿s second overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device entered overdischarge. The device wouldn't communicate with the patient programmer/clinician programmer. The patient also reported not feeling stimulation. The last successful recharge was in (B)(6) 2016. Antenna locate was completed to find the ins, and then the representative started a physician mode recharge. The device was brought out of overdischarge, and a por message was cleared. The patient stated that it is difficult to locate her ins with her charger, and can only get 2 connection bars. The health care provider looked at the pocket and believes that a pocket revision may be needed as the pocket is too deep. No date or time was set for this revision. Additional information was received from a manufacturer representative (rep) on 2016-oct-17. It was reported that the healthcare provider (hcp) spoke with the patient and planned for a pocket revision. No date had been specified at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.